Manufacturer narrative:
Section a4 - patient weight was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was being supported when the centrimag motor appeared to stop and the blood looked like it was flowing backwards. The device alarmed low flow at that time and the patient appeared to lose about a liter of blood. The centrimag motor was then changed the backup so log files were not pulled. A video of a less severe event was provided where the inflow cannula bounced and it low flowed, looking like a suction event. Reversal of flow was not seen (cs-211486). The patient was okay currently.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor appearing to stop and a low flow alert was unable to be confirmed. The centrimag 2nd generation primary console (serial number (B)(6) was not returned for analysis. A customer submitted image revealed two drops in flow on the mag monitor¿s moving flow graph. No alarms or alerts were active. Provided information stated that the ¿blood looked like it was flowing backwards¿ and the patient lost about a liter of flow. In addition, the motor was exchanged, and log files were not downloaded. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag console (serial number (B)(6), and the console was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The centrimag blood pump with centrimag acute circulatory support system for ECMO (extracorporeal membrane oxygenation) (rev. D) section 10 ¿ ¿emergency/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 4 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The centrimag blood pump with centrimag acute circulatory support system for ECMO, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.